Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On 31dec2025, the controller event log files captured intermittent backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load tests due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarms resolved each time a load test was performed. On 31dec2025, multiple backup battery not installed alarms were captured which are consistent with reseating the backup battery. On 11jan2026, the backup battery fault alarm reactivated and resolved after a load test was performed on 12jan2026. The pump operated as intended and there were no additional notable events captured in the log files. The provided information indicated the backup battery was reseated on 31dec2025 and the alarms temporarily resolved. The alarms were reported to have reactivated the weekend of 11jan2026 and resolved briefly after a self-test was performed. The controller was exchanged, and no further alarms were reported. No product will be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having backup battery fault alarms while inpatient. The monitor said to change the battery, but it had 30 months. The patient had a controller change before (cs-219789). The battery was reseated which cleared the alarm. The log files confirmed emergency backup battery (ebb) faults on (B)(6) 2025 due to the ebb failing the load test. Reseating the ebb resolved the issue. The remainder of the log files were unremarkable. It was later said the patient started having the alarms again. A self-test was done in the clinic which cleared the alarms for about 10-15minutes and then resumed. It was planned to do a system controller exchange in clinic since there were recurrent alarms after reseating the battery. Log files confirmed the reported backup battery faults. The controller periodically performed the internal load test on the ebb, and it appeared the ebb was not passing this test. The pump itself appeared to be operating within normal parameters. The controller exchange was confirmed and resolved the alarms.